Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 207 mg/dl. Customer's mother took out the battery to get it to stop alarming. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and battery tube threads.